Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the controller charging port was melted. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient when charging their controller they noticed that the inside of the charging port was melted. It was stated that no message was displayed on the controller. The patient does have a back up method for insulin delivery.

Manufacturer narrative:
The patient reports that after charging the controller, the inside of the charging port was melted. A visual inspection of the returned controller was completed. No damage was observed to the controller's lcd display. No damages were observed to the back housing of the pdm and there was no observed issues with the back housing bulging or not seating properly. The plastic around the charging port of the returned device was observed to be melted and damaged. Closer inspection of the charging port found thermal damage to the inside of the charging port. The returned device was unable to be turned on by battery alone. Due to the damage to the charging port, the controller was unable to be charged to test the battery or attempt to power on the device. No log files were uploaded for investigation. A technical assessment of the design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging.

Manufacturer narrative:
The issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated. Correction to d1 - brand name changed from unavailable to omnipod 5 controller. Correction to d2a - common device name changed from unavailable to alternate controller enabled insulin infusion pump and d2b - procode changed from unavailable to qfg. Correction to d(4): sequence number changed from unavailable to (B)(4). Unique identifier (UDI) # changed to (B)(4). Correction to h(4): device mfg date changed from unavailable to 4/26/2022. Correction to h(6) - investigation findings imdrf code change from c0201 to c1101 and investigation conclusions imdrf code change from d0108 to d16. Correction to h10 to removed statement ¿a technical assessment of the design identified the root cause of the thermal event to be the dash pdm charging voltage exceeding the battery specification, defined as overcharging.¿ and add "the issue associated with the reported event has been tracked internally and is currently under investigation. At this point in our root cause investigation, we have determined that an unintended resistive circuit is created inside the mated connectors. Possible causes for this condition are actively being investigated."